Event description:
It is reported that the pt may be experiencing a possible allergic reaction to the knee components.

Manufacturer narrative:
The info in this report was initially submitted in MDR #3007963827-2014-00041. Review of primary operative notes found statements the knee was stable, well balanced, with normal alignment. All components were noted to be "cemented in (B)(6) 2014 indicate the pt was experiencing pain and swelling subsequent to a fall. X-ray report dated (B)(6) 2014 noted a small amount of increased lucency below the tibial shaft component and the lateral tibial plateau. Bone scan dated (B)(6) 2014 indicates "marked increased uptake in right knee tibial plateaus and patella are suspicious for prosthesis loosening"; however, x-ray report dated 07/11/2014 stated the right knee metallic hardware was stable and anatomic. A letter from the primary surgeon dated (B)(6) 2014 indicated the pt appears to have aseptic loosening with suspected metal sensitivity. An allergy test report dated (B)(6) 2014 indicated the pt did not appear to have any evidence of contact allergy to metals. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The applicable nexgen package insert states "physical activity or trauma can result in loosening, wear, and/or fracture of the implant." Based on the available info, it is likely tha the pt's fall contributed to the reported loosening. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.